Event description:
The aortic valve was replaced due to perivalvular leak, no sign of endocarditis on the aortic valve. The aortic valve was replaced with a stented porcine valve. The mitral valve was also explanted at reoperation. The anterior portion of the mitral annulus was 2/3 detached from the valve; the mitral valve was positive for endocarditis. The mitral valve was replaced with a stented porcine valve.